Manufacturer narrative:
Other, other text: h6: event problem and evaluation codes: updated. H10: device evaluation: the device was returned for investigation. A visual inspection and functional test were performed. Visual inspection found the smiths tampered seal removed, the top case was chipped front corner, the bottom case was cracked. The customer stated problem was not duplicated, unable to duplicate the primary audible alarm bgnd test. The error was found in the event history log. Replaced worm coupling and gear for motor rate error during testing. Performed function and delivery tests. The cause of the reported problem could not be determined. No causes or potential causes to the customer's reported problem were found during the DHR review.

Event description:
Information was received indicating that a smiths medical medfusion pump exhibited primary audible alarm. No adverse effects were reported.